Event description:
The clinician reports the implant was inserted (B)(6)1999 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. Atthe event the patient experienced: infection. No further patient complications were reported.